Event description:
A caller reported an issue with a cgm error 42 related to their g7 sensor. After the customer reset the pump, the error code did not reappear. The customer successfully restarted their sensor session without any adverse impact on their blood glucose level.